Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a piece from the customer's sensor was missing. This same incident happened twice with two other sensors. The customer wondered if it had been left inside the body. He/she was advised to contact hospital. The product will be returned. Nothing further to report.